Event description:
Technical services received a call on (B)(6) 2012 from sales rep. The lead was implanted on (B)(6) 2010. The lead will be explanted due to infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).